Event description:
The facility reported an infuso.r. Pump with the condition of, "will not power on." Pump was being carried to room in the operating room when this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of, "will not power on" was confirmed during device evaluation. The cause of the problem was not fully investigated because the device was returned unrepaired.